Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the rv lead was implanted back for so long and was failing over the past few months. This rv lead was surgically abandoned. No additional adverse patient effects were reported.